Event description:
Edwards received notification that this 60 years old patient with a 29 mm edwards perimount valve implanted in the aortic position underwent a valve-in-valve procedure after approximately eight (8) years and eleven (11) months of implant duration due to severe aortic regurgitation secondary to flail leaflet and stenosis. The patient was experiencing dyspnea, pleural effusion, leg edema and aortic valve disorder before valve replacement. A 29mm transcatheter valve was implanted within the surgical edwards valve using the transfemoral approach. The patient was noted as to be doing well.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 60 years old patient with a 29 mm edwards perimount valve implanted in the aortic position underwent a valve-in-valve procedure for unknown reason after an unknown implant duration. A 29mm transcatheter valve was implanted within the surgical edwards valve using the transfemoral approach. The patients condition was reported as feeling well.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: h6 type of investigation, investigation findings and investigations conclusions. H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors including patient age at the time of implant likely caused or contributed.